Manufacturer narrative:
The device was installed on (B)(6) 2010 and operated successfully until (B)(6) 2010. After this date the device began switching itself on. It also alerted the user to a low battery and memory full warning. The problem has been known to be caused by a faulty in the membrane and this type of membrane fault can be caused by the storage of the device in an environment where it can be exposed to adverse environmental conditions. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunction because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.